Event description:
It was reported that: pt was on the ventilator. Taken off the ventilator to be transported to CT scan. In CT scan was placed back on ventilator. Approx 2 to 3 minutes later, the pt became bradycardic, hypertensive, and code arrested. Ventilator noted to be in pediatric setting mode. Pt died approx four hours later. Physician feels pediatric setting caused code arrest and ultimate demise. Toggle switch was inadvertently changed to pediatric mode during transport. As determined by the facility, the user inadvertently placed the device into pediatric mode of ventilation for an adult pt. The operator's manual defines instructions for setting the appropriate pt mode of ventilation. With the device in standby, the user is required to highlight the pt mode of ventilation and then confirm the mode. The device is not equipped with a toggle switch. Facility personnel have been retrained in the proper use of the device.